Event description:
Affilaite reports shunt altered its pressure twice with no obvious reason as to why. When tubing/shunt/valve was removed; small break in distal tubing was observed at it's junction with plastic distal end of valve.